Event description:
It was reported that the patient presented for follow-up. Externalized conductors were noted via fluoroscopy. No electrical anomalies were detected. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.